Event description:
(B) (4). It was reported that post coronary artery stenting treatment procedure, the patient experienced angina and revascularization. The 80% stenosed target lesion was located in the first obtuse marginal. The target lesion length was 10.0 mm and the reference vessel diameter was 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. A non-target lesion in the right first diagonal was treated with a bsc pre-dilatation balloon and a taxus express2 stent during the index procedure. At 318 days post procedure, the patient complained of angina and was referred for cardiac catheterization. A 90% lesion in the first diagonal was treated with an angioplasty balloon and a promus stent with 0% residual stenosis.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.